Event description:
Caller states that during a study, the following results were obtained on the coaguchek s system: 8.0 inr with mean of 5.14 inr. 6.4 inr with a mean of 3.38 inr. 6.8 inr with a mean of 3.14 inr. No adverse event reported. Requested return of suspect system and replacement was sent.